Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. *please note that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: omnipod software app version: smartphone operating system: smartphone hardware: cgm sensor type:

Event description:
It was reported that the patient required medical assistance due to hypoglycemia. The patient's blood glucose levels dropped to 44 mg/dl while wearing the pod for 20 hours. Symptoms reported include nausea and trembling. The patient stated not being able to connect the pod to the sensor but continued to wear the devices. The next morning, the patient ate something, and the pod began alerting the user every 20 minutes, that the pod and transmitter were not connected. The patient checked their transmitter app to view their blood glucose levels. Upon arriving back at home, the patient administered 11.5 units of insulin, ate a portion of their meal and began vomiting. The ambulance was called, and their blood pressure was checked, along with other checkups (information not provided). The patient stated, they did not receive proper help, since they had nothing with them in case of an emergency for diabetic. The patient stated being near a coma and could not speak properly. The paramedics offered to transport them to the hospital, but the patient stated that she needed a glucose infusion/injection, which the paramedics did not have. The patient was instead given a coca cola to drink which helped to improve the blood glucose levels.

Manufacturer narrative:
The physical device was not returned for investigation. On 22jul2025 cloud data was reviewed for the period of 13apr2025-15apr2025. The cloud data showed that the system was used primarily in automated mode. The data showed that the automated algorithm was able to appropriately adapt the automated insulin amounts based on the estimated glucose values and user inputs. The cloud data showed that a pod used on 13apr2025 was unable to successfully scan and find the sensor, as noted by the estimated glucose values of -7, -3, and -4. The system correctly generated missing sensor values alerts every hour that the pod was unable to connect to the sensor. While the pod was missing sensor values, the system correctly entered automated mode: limited and delivered the user¿s manual basal program due to it being lower than the adaptive basal program. It is expected that the system will deliver either the manual basal program or the adaptive basal rate depending on what is lower, while in automated mode: limited. The cloud data showed that the system functioned as intended with regards to insulin delivery. The exact cause of the pod-sensor connection issues could not be determined from the available cloud data. After internal review on 17mar2026, corrections were made to h6- medical device problem code and component code.